Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit does not power on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the pca has burned component, ds2 reusable pollen filter by service, pca with burnet component, blower box kit with contamination, iso port kit, plus with contamination, blower outlet seal/isolator kit with contamination, screen with physical damaged, heater pate kit with contamination. The customer complaint was reproduced. There was four error has been identified. The device was scrapped.